Manufacturer narrative:
(B)(4), date sent: 3/20/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of four photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first and fourth photo shows a white reload with all drivers up, in the proximal end several staples can be seen, the staples show an acceptable staple form condition according to our release requirements. The second photo shows a label of the kit with lot 10377077. (Validate: 31/05/2026). The third photo shows a piece of tissue with a staple line and acceptable formed staples are observed. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot number 442c03, and no non-conformances were identified additional information was requested and the following was obtained: after the end of any surgery, we proceed with a methylene blue test under pressure. In this case there was no extravasation, apparently during the primary surgery the staple line was intact. The patient had pain on the fourth day after surgery (we believe that the opening occurred here) and was re-operated on the fifth day after surgery when the team was called. We identify dehiscence through imaging tests - tomography with extravasated contrast. In this case we had a neo-stomach that was wider than usual, after cleaning the cavity we proceeded with a new staple line associated with continuous manual reinforcing suture. New methylene blue test under pressure during reoperation, without extravasation I did not identify any faults with the device during primary use no autopsy report available I know that despite security, failures can happen. And I classify, by medical and pathophysiological definition, the occurrence as dehiscence of the staple line, due to the precocity of time resulting from the primary surgery¿ on (B)(6) 2023 this patient died.

Manufacturer narrative:
(B)(4), date sent: 3/21/2024.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result?. Was the staple line visualized endoscopically during the initial surgical procedure?. How many days postoperative did the leak occur?. How was the leak identified?. What was observed at the site of the leak upon re-operation?. How was the leak addressed?. Were there any issues experienced with the device in the initial surgical procedure?. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Were the staples the appropriate b-shape form?. What device was used along with the cartridge reported?. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, surgery was performed successfully, patient was discharged, returned to the hospital 4 days later feeling pain and abdominal discomfort, was evaluated and returned to her home. The following day, the patient contacted the doctor, who performed a surgical intervention on the same day, identified a fistula and opening of the staple line already with sepsis, successfully re-approached and the patient remains admitted to the ICU, both the first and second procedures were accompanied by the elfa group (commed) advisor.